Event description:
Initial report (september 2021) - patient reported to the specialty pharmacy on (B)(6) 2021 that the device started alarming; upon attempt to switch to a backup device the patient reported difficulty pairing the backup remote with the backup pump; this information was reported to millyard advanced medical products llc on (B)(6) 2021. The patient contacted her nurse practitioner and was instructed to seek medical attention to continue remodulin therapy. Follow-up with the patient on the next day indicated she resumed use of the remunity pump. Patient reported minor fatigue associated with the temporary interruption in remodulin therapy . Supplemental report (february 2022) - following the initial MDR submission on (B)(6) -2021 the devices associated with the event were returned to the manufacturer for evaluation. During the failure investigation process it was noted that both the pumps returned, serial numbers (B)(6) and (B)(6) , showed evidence of remodulin ingress into the pump. Both pumps, when opened, showed residue inside the pump cover as well as on the main circuit board. Remodulin ingress into the pump and onto the battery contacts and main board caused corrosion leading to degraded performance, and is consistent with the alarm conditions seen in the logs as well as the inability for the user's pumps to pair to a remote. No cassettes were returned; because the user did not return any cassettes used during therapy there is no way to identify the source of the remodulin found in the pumps that caused the subsequent pump issues. Once evaluation was completed and findings were confirmed, supplemental filing to FDA occurred on 02-feb-2022.

Manufacturer narrative:
Patient reported to the specialty pharmacy on (B)(6) 2021 that the device started alarming; upon attempt to switch to a backup device the patient reported difficulty pairing the backup remote with the backup pump; this information was reported to millyard advanced medical products llc on 14-aug-2021. The patient contacted her nurse practitioner and was instructed to seek medical attention to continue remodulin therapy. Follow-up with the patient on the next day indicated she resumed use of the remunity pump. Patient reported minor fatigue associated with the temporary interruption in remodulin therapy. The device associated with the event has not been made available to the manufacturer for further evaluation despite multiple requests.

Event description:
Complaint #(B)(4): patient reported to the specialty pharmacy on (B)(6) 2021 that the device started alarming; upon attempt to switch to a backup device the patient reported difficulty pairing the backup remote with the backup pump; this information was reported to millyard advanced medical products llc on 14-aug-2021. The patient contacted her nurse practitioner and was instructed to seek medical attention to continue remodulin therapy. Follow-up with the patient on the next day indicated she resumed use of the remunity pump. Patient reported minor fatigue associated with the temporary interruption in remodulin therapy. The device associated with the event has not been made available to the manufacturer for further evaluation despite multiple requests.